Event description:
No pump was returned; therefore the complaint could not be confirmed or refuted. An internal investigation was opened for this issue mechanical hardware failure (av sticky valve), lvp sticky fluid valve actuator (fva) failures. Pump problem alarms due to sticky fluid valve actuators. Per the preliminary technical failure summary customer was able to clean the av pin and perform a successful test infusion. The pump can be returned to customer use. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: "service needed error.". Injury/adverse reaction: no. Stopped active infusion: no. On 07/24/2025 - biomed reported that the pump seems to be working after cleaning and running a test infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.